Event description:
It was reported by the account the device was used during an unk procedure. It was reported the trocar leaked while using a 5mm instrument. No additional info is known at this time.